Event description:
It was reported when before thebd vacutainer® ultratouch¿ push button blood collection set with pah there were an unspecified number of devices that were delivered with open blister packs rendering them non-sterile. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received 4 photos for investigation. The photos show an open device from the blister packaging. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: open package/seal. Bd was not able to identify a root cause for the indicated failure mode. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
D2b: additional medical device type: jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when before the bd vacutainer® ultratouch¿ push button blood collection set with pah there were an unspecified number of devices that were delivered with open blister packs rendering them non-sterile. No adverse impact was reported regarding the patient or user.